Event description:
It is reported that pt underwent a revision surgery due to breakage of the implant (pedicle screws).

Manufacturer narrative:
(B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that the alleged event was caused by product failure. Should additional info becomes available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).